Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, did not experience repeat malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred.